Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 560 mg/dl. The customer treated with a bolus. The customer stated that insulin was leaking from the set. The customer stated that there were air bubbles around the quick release. The customer tested her blood glucose while on the phone and it went down to 500 mg/dl. The customer was advised to change out the set as soon as possible. The customer was not able to troubleshoot because she was at work.